Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Regarding the return status of the explanted catheter segments, the rep indicated the hospital refused to return the explanted catheter segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2018-feb-20.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep indicated they first became aware of the reported catheter issues on (B)(6) 2018. The event was reported to the rep by the patient. The patient reported the catheter was to be replaced by their physician. The patient did not report any specific issues, nor when the issues occurred. It was indicated that no dye study was performed.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6), 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving dilaudid (20mg/ml at a dose of 4.1mg) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the pump and catheter were replaced on (B)(6) 2018. It was specified that the catheter had issues, however, the date at which the issues first began was not specified. A new catheter was placed and the old catheter was tied off. The issue was considered resolved and the patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.